Event description:
Customer reported the left monitor intermittently flickering and sometimes turning off and going completely black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor cable. System operates as intended.